Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils, ruby coils, pod packing coils (pod pcs), a lantern delivery microcatheter (lantern) and a non-penumbra catheter. During the procedure, the physician placed three pod coils and two ruby coils into the target vessel using the lantern. While advancing a pod pc mid-shaft through the lantern, the physician experienced resistance. Therefore, the pod pc was removed. Afterwards, while advancing another pod pc mid-shaft through the lantern, the same issue occurred. The physician experienced resistance, therefore, the pod pc and lantern were removed. The procedure was completed using the two pod pcs that were previously removed and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.